Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide catheter: launcher. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the device was prepped inside the anatomy. It should be noted coronary dilatation catheters, traveler rx, global, costa rica, instructions for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric, heavily calcified, 100% stenosed, de novo lesion in the moderately tortuous chronic total occlusion in the distal right coronary artery (rca). Prior to use, a 1.2x12mm traveler rx balloon dilatation catheter (bdc) was unpackaged without difficulty, soaked in saline, and prepped without issue. After introduction into patient anatomy, the traveler rx bdc underwent air aspiration and was advanced over a non-abbott guide wire to the lesion without resistance. During the 1st inflation, the traveler balloon ruptured at 5 atmospheres. The nc traveler bdc was withdrawn without resistance. An unspecified nc traveler bdc was used to complete dilatation, followed by deployment of a 3.0x38mm rx xience alpine stent. The resulting post-procedure stenosis is 0%. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.